Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed due to the patient's bicuspid valve. Following deployment of the valve to the point of no recapture, an unspecified valve expansion failure was observed. It was determined that safe removal of the nose cone of the delivery catheter system (dcs) would be difficult, so the valve was recaptured and withdrawn from the patient. A new valve was opened, and an additional pre-implant bav was performed. Following deployment of the valve, a slight expansion failure was observed, hemodynamics were stable, and the valve was successfully implanted into the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first and second valve exhibited under-expansion. A procedural delay occurred due to the need for a replacement valve.